Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on 07/15/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs) on (B)(6) 2015. No additional patient or event information is available.